Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to the monitor enclosure being damaged causing the battery to not fit properly into the monitor case. The root cause for the damaged case was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting.